Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "?the device's red/orange stations are running slower than normal during use" was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be determined and no repair is necessary to correct the reported condition. Additional information: a device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4).

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, the device's red and orange stations were becoming loud and were giving off a grinding sound when operated. It was also reported that they appeared to be running slower than normal during use. The unit is being swapped. There was no patient involvement and therefore, no medical intervention or adverse event. No further information was available at this time.